Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored multiple ventricular episodes where multiple bursts of anti-tachycardia pacing (atp) and shocks were delivered for a rhythm that appeared atrial or sinus driven. The therapy did convert the rhythm. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a0712. The device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored multiple ventricular episodes where multiple bursts of anti-tachycardia pacing (atp) and shocks were delivered for a rhythm that appeared atrial or sinus driven. The therapy did convert the rhythm. This ICD remains in service. No additional adverse patient effects were reported.